Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported that the device was exposed to pool water. Customer reported that he jumped in the pool. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are shipping replacement pump.